Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (unknown cause of break).

Event description:
An endurant abdominal stent graft system was selected for implant in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that during the procedure the physician noticed a lip on the delivery system graft cover of the bifurcated stent graft just as the delivery system was beginning to enter the artery. The delivery system was removed from the patient and the stent graft was not implanted. Further inspection revealed a circumferential separation of the graft cover (in the middle) from above and below, just distal to the bottom of the stent graft. There was no damage to the packaging and the possible cause of the break is unknown. Another endurant device was used to complete the case. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned bloodied. Upon inspection, there was a break in the graft cover 26 cm from the edge of the graft cover. The break in the graft cover was clean; there was no obvious damage to the graft cover. There was blood in the distal, covered end of the stent graft up to about half the length of the stent graft. The stent graft was deployed and the tapered tip was cut off in order to remove the graft cover from the delivery system. On the distal, pebax side of the graft cover the heat affected zone was 5 mm, the od was 0.254" and the ID was 0.235." On the proximal, vestamid side of the graft cover the heat affected zone was 6 mm, the od was 0.262" and the ID was 0.235." The pliability of the vestamid was stiffer than that of the pebax. The heat affected zone on both the vestamid and pebax tubes had similar pliability to its respective tube. The rest of the device was unremarkable. The complaint was confirmed; there was a break in the graft cover.